Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a shockable rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a shockable rhythm. This issue has the potential to either delay, or prevent, defibrillation from being delivered. The patient did not survive.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker conducted a clinical and concluded that the device use may have contributed to the adverse event. A review of the available device data indicates that the patient may have been in a shockable rhythm during analysis, however, the ECG did not meet the threshold for a ¿shock advised¿ decision and no shock was delivered. While potentially different from a clinically appropriate decision, this is not indicative of the algorithm deviating from its established sensitivity and specificity. Corrected data: section b1, adverse event/product problem, of the initial medwatch report # 0003015876-2022-01990 indicates: product problem. Section b1, adverse event/product problem, of the initial medwatch report # 0003015876-2022-01990 should indicate: death. B2, outcomes attributed to ae and death date are blank. B2, outcomes attributed to ae and death date should indicate: death, death date (B)(6) 2022. B3, executive summary indicates: no adverse event reported. B3, executive summary should indicate: the patient associated with the reported event did not survive. H1, type of reportable event indicates: malfunction. H1, type of reportable event should indicate: malfunction. H6, health impact code indicates: no health consequences or impact. H6, health impact code should indicate: death.